Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the instrument and observed movement issues on the sample and r1 pipettors. The fsr replaced/calibrated the r1 probe and calibrated the sample probe. No additional discrepant results were reported after the service activity was completed. Return testing was not completed as returns were not available. A review of the alinity c processing module, serial number (B)(6), service history revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The 12-month search for similar complaints did not identify a trend related to the current complaint. The most recent product monitoring review for clinical chemistry systems found no systemic issues or trends for the issue associated with this ticket. The alinity ci-series operations manual and the alinity c service documentation provide adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation no product deficiency was identified for alinity c processing module, serial number (B)(6) .

Manufacturer narrative:
Complete information for patient information. Patient identifier multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated glucose results on five patient and falsely elevated creatinine results on one patient generated on the alinity c analyzer. The results provided were: on (B)(6) 2020 (B)(6) glucose initial = 307/ retest =91mg/dl; creatinine = 3.46 / 1.27mg/dl; (B)(6) gluc = 322 / 92; (B)(6) gluc=219/79; (B)(6) gluc = 250/74; (B)(6) gluc = 235 / 88mg/dl. There was no reported impact to patient management.